Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/08/2024, it was reported by an distributor via sems-06480302 that a dw pump, ar-6480, was being used during a procedure and within the first minutes of starting the pump, the pressure increased and filled the shoulder joint with an unusually high amount of fluid/pressure. Surgeon manually dropped the pressure of the pump to 20, but the ml/min was still reading 250. Checked for twisted or kinked tubing lines, all was clear. Tried to stop the pump and re-run (without disconnecting any tubing) it to see of that would adjust the ml/min, it did not. Rep double checked the default setting and they were set to 40. The procedure was expedited and completed as the surgeon was concerned the increased pressure in the shoulder joint could put pressure on the patient's lungs or neck. Discovered during surgery but was resolved with another pump.

Manufacturer narrative:
Additional information: d9, g3, h6 -one unpackaged ar-6480 dualwave pump serial number (B)(6) was returned for evaluation. -the returned device was visually inspected and no problems were noted. -the returned device was assembled with an ar-6410 lot# 71915423 and ar-6430 lot# 69910382 pump tubing and was tested and evaluated under the conditions that were reported in the case when the reported failure occurred to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure of 40 to replicate the conditions of the case, the run button was pressed to start the machine. At 40, the pump display indicated a flow rate of 1135 ml/min. The pump was then manually dropped to a pressure of 20 to further replicate the conditions of the case, and a flow rate of 522 ml/min was observed. The pump was increased back to 40 and displayed a flow rate of 1139 ml/min. The displayed flow rate readings at the different pressures were to be expected¿no problem found. The pump was then run for 52 minutes with no issues. -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. -refer to investigation photos. -complaint allegation is not confirmed.